Manufacturer narrative:
The device was returned for analysis. The reported inflation problem and activation failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the hub leak noted during return analysis; however, factors that may contribute to hub breaks include, but are not limited to, material damage, mishandling by user, and interaction between the hub and other device (stopcock, indeflator, etc.). The reported difficulties appear to be related to circumstances of the procedure as it is likely the noted hub break caused the reported inflation problems and activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the left circumflex coronary artery. The 4.0x15 mm xience alpine stent delivery system (sds) balloon would not expand to deploy the stent off the balloon. It was thought that the insufflator was the problem so the insufflator was removed; however, the balloon still completely failed to inflate. The stent completely failed to deploy. The sds was removed and a non-abbott stent was used to complete the procedure. There were no adverse patient effects. There was a delay in the procedure but there was no effect to the patient. No additional information was provided.